Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. No product returned from user facility. Customer complaint could not be confirmed. No conclusion can be drawn.

Event description:
Customer reports cutting herself while activating direct check quality control material. Customer was using protective sleeve required to activate quality controls. No report of adverse event, serious injury, or intervention.